Manufacturer narrative:
This MDR serves as a follow-up correction. The previously reported MDR (3006575797-2024-00182) contained an incorrect manufacturer number and allegation. As a result, this MDR has been submitted as an initial report. The device was returned and tested, revealing a flow rate offset of (B)(4). The flow rate accuracy was found to be within the specified range of ±5%. Based on this assessment, the event does not meet the criteria to be classified as a complaint.

Event description:
The device was returned and tested, revealing a flow rate offset of (B)(4).